Event description:
It was reported that a device was used during a diagnostic laparoscopy. The facility reported that the surgeon had some difficulty with insertion but noticed no problem with the device. Surgeon noiced that there was excessive bleeding. Converted to an open procedure, extended o.r. Time by 2 hours to repair damage to iliac artery. Patient recovered well and was discharged on 3rd post operative day.